Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On approx three months later, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge, at 14:19, yielded a result of 1.32 ng/ml. At 15:50, new sample, tested using laboratory equipment yielded a result of <0.02 ng/ml. At 19:50, new sample, tested using laboratory equipment yielded a result of <0.02 ng/ml.